Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had a five year decrease in longevity in a one year timeframe. Data analysis was completed which found high atrial rate sensing which can cause an increase in power consumption. Reprogramming to mitigate the high atrial sensing was discussed. No adverse patient effects were reported.